Manufacturer narrative:
B3: correction: on (B)(6) 2021. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -6.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was removed and replaced with a shorter length lens within the same surgery due to excessive vault. It was reported that the problem resolved. The cause of this event was unknown.